Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The correct date has been updated and provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The insulin pump showed that the reservoir was full but it was empty. The displacement test passed. In the alarm history there were two off no power alarms. The insulin pump also alarmed weak battery. Sometimes the reservoir had air bubbles. The device was not returned.